Event description:
The patient has 2 scs leads with the same lot number. It was reported the patient is receiving ineffective stimulation due to auto-reduction. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics showed invalid impedance values for the scs leads. The patient has experienced multiple falls prior to the stimulation issue. The next course of action has not been determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.